Event description:
Information was received from a patient regarding an external device. Of note, patient was difficult to understand. Agent documented the call to the best of their ability. The reason for call was that it was not working at all in any kind of a good manner. Patient clarified that they were having issues in charging their implantable neurostimulator (ins). Patient stated that they would set it up and it would say recharging excellent, but maybe 15 minutes later the controller would go off and say battery empty cannot continue recharge the controller (79) and that this had been occurring constantly even though the battery pack was charged and that it was taking forever to charge the implantable neurostimulator (ins). Patient said that they had been charging for 2 hours now and that they were only at 30%. Patient noted that recharging the implanted neurostimulator was a pain because they had to lay down and put the recharger paddle next to their butt as close to the unit as they could in order to get the implantable neurostimulator (ins) to ch arge. Patient noted when they started trying to recharge the implantable neurostimulator (ins), the controller would start at 100% and their implant would start at 0% but when the controller got to 50% the implant only got to 30%. During the call, patient confirmed no visible damage to the recharger cord, battery pack, controller charging port and battery compartment. Patient reset the controller. Patient unlocked the controller and saw battery empty cannot continue recharge the controller (79). Patient plugged the ac power supply into the controller and confirmed the green light was flashing and that the controller was 40% and their implantable neurostimulator (ins) was 50%. Patient attempted an implantable neurostimulator (ins) charge session and came across no device found. Patient entered passive recharge mode and noted their numbers left to right was 79, 79, 80. The issue was not resolved. Agent reviewed information. A replacement controller was sent out. Patient called back stating they received the replacement controller but it doesn't work. Patient was very excitable and stated they were going to cut the implantable neurostimulator (ins) out themselves. Patient stated the thing doesn't work, and they'd rather just have it out, but they will not go to a doctor because the doctors only make things worse. Agent was able to walk patient through the controller set up process. Patient used the aa batteries to get through the set up process and confirmed everything was paired. Patient saw the implantable neurostimulator (ins) battery was empty. Agent had patient insert the battery pack, and patient stated the controller battery was low. Patient did briefly begin recharging the implant with excellent quality. Agent reviewed with patient to allow the controller to recharge before recharging the implant. Patient confirmed the controller was recharging when connected to the ac power supply. Agent instructed patient to call back if any further assistance is needed. Patient commented "if there is blood on the returned equipment, you'll know why." Agent understood patient to be joking about cutting the implant out themselves as patient was laughing throughout the call once the equipment was working rather than seeming escalated, though agent did advise patient not to remove the implant or harm themselves. Later, patient called back stating right now they got a piece of garbage and was done being a guineapig. They wanted the implantable neurostimulator (ins) cut out of them and wanted it fixed. Patient was tired of mistakes and getting refurbished equipment. Patient charged their controller and then went to recharge the implantable neurostimulator (ins). When recharging the implantable neurostimulator (ins), it stopped so they had to stop the charge to reset the controller before got it working again. Patient was still having issues recharging the implantable neurostimulator (ins). Patient had 90% to the controller and the implantable neurostimulator (ins) had 30%. When recharging the implantable neurostimulator (ins), patient¿s implantable neurostimulator (ins) went from 0% to 30% but then the controller went all the way down to 0% battery. They got the message that it could not go any further since the battery was empty to the controller: message was battery empty cannot continue recharge the controller. Patient was escalated so agent decided it was best to get a new recharger telemetry module (rtm) and controller. Patient said they were sent a recharger telemetry module (rtm) not long ago and when the implantable neurostimulator (ins) worked it knocked down 20% of their pain. Patient mentioned that their implantable neurostimulator (ins) was turning itself off so they met with a medtronic girl who adjusted the ins therapy better in their body. A replacement recharger telemetry module (rtm) and controller battery pack was sent out. Patient called back stating that they didn't think their device was working correctly and that they had spent a lot of time on the phone with this. Patient said that when they first got the device, they would start recharging the implantable neurostimulator (ins) and the controller would show them the batteries screen. Patient said that they had gotten a new recharger and a new controller and that the controller would say no device found unless they were using the recharger. Patient noted that last night the ins was at 0% so they recharged the ins to 100% and now the ins was at 90%. The controller was displaying no device found without the recharger. Agent reviewed as long as implantable neurostimulator (ins) was charged enough then the controller should connect to the ins without the recharger. Patient then tried to recharge the implantable neurostimulator (ins) during the call and the controller displayed recharging needs attention. A replacement controller was sent out. Patient mentioned that the circumstances that led to the implantable neurostimulator (ins) turning off itself was unknown and there was no steps taken to resolve the issue with implantable neurostimulator (ins). Patient mentioned that the issue is not resolved. Additional information was received from a patient (pt). It was reported that the patient called back upset and stated 'it works when it wants to work' and 'we' need to fix the issue today. Agent asked pt to clarify the issue - pt described the implant taking long to charge. Pt has been recharging the implant (ins) for 3 hours today and ins is only at 40%; pt stated the implant is usually charged in an hour. During the call, stimulation was on while recharging the ins. Agent asked - pt stated the ins battery needs to be recharged every about 20 hours. The pt then stated ins is up to 60% recharging excellent. The pt also mentioned they were at a hcp appointment this morning where they just monitored pt's drugs. Pt confirmed they do not have pain when the ins is on. Agent reviewed controller was replaced 2 times and recharger and battery pack have been replaced. The pt also stated that the implant and stimulation is turning off by itself. Agent reviewed ins expected function is to turn therapy off when ins is too low or at 0%. Agent also reviewed use/function of the stim on/off button - the pt stated they never use that button and they have never been told what it is used for. Pt stated they only turn stimulation on within group c. Pt noted that when they turn stimulation back on, the 'vibrations' come on with full force and is intense. (Agent understood that pt would charge the ins when ins was at 0% and then pt was not manually turning therapy back on). The pt was also upset that mdt has sent them refurbished external equipment - agent reviewed information. Agent recommended to monitor when the stimulation is 'shutting off', charge the ins before it gets too low or 0%, and charge implant with stimulation off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.